Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6), 2014, resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Device is currently unavailable.

Manufacturer narrative:
(B)(6). Correction: the correct catalog number is 93332; not 93330 as previously reported. The device is not available for analysis. This report is filed april 30, 2014.